Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04795. Was reported that an asymptomatic patient presented in clinic for surgical clearance of another procedure. Upon interrogation, out of range, low pacing lead impedance and high capture threshold along with some high ventricular rate episodes which may have been attributed to noise caused by low impedance measurements were noted on the right ventricular lead. It was also noted that the previous impedance measurements from 2014 were within normal range. Noise was also noted on the atrial lead and was able to be reproduced in clinic with range of motion testing and left arm movements across his chest. The noise resulted in mode switch however, it was suspected that it could have been due to the previously programmed settings as it resolved upon reprogramming. Further review indicated episodes of atrial fibrillation (af), high ventricular rate episodes and low impedance measurements suspected fracture and insulation failure. Both the leads were reprogrammed, and it was determined that programming the device was sufficient as the patient predominantly paced the atrium and only infrequently paced the ventricle. The patient was stable throughout and will continue to be monitored.